Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred on a (B)(6) year old female patient. The insertion site is unknown. During the procedure, there was evidence the catheter was broken. F/u info from the distributor indicates the issue was found after the procedure and the leak appeared to be at the juncture hub, but they are not absolutely sure. As a result, a new catheter was placed successfully. There was no delay in treatment. There were no reported patient injuries, complications, or death. It is unknown how long this catheter was in place when leak discovered. No more info is available on this event.